Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. There has been no manufacturing deficiency identified.

Event description:
A neuro surgery product head reported that on (B)(6) 2018, during a cardiac procedure, the 305101 nelson scs 9 cvd tip was broken. Additional information was received on 26may2018 indicating that the broken tip was retrieved using a microscope with an artery forceps and a needle holder. 10 minutes¿ surgery delay was noted but no injury to the patient.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. There was one nelson scissors returned with the complaint of a broken tip. The tip is broken, there is damage on the other blade where the break happened. This type of damage is consistent with using the scissors to cut something other than its intended purpose. There is corrosion and pitting visible on the returned instrument. This complaint is confirmed/damaged worn. The DHR review showed no abnormalities related to reported incident found nor were there any variances. The root cause of the damage has not been identified as a workmanship or material deficiency.